Event description:
The patient received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2007. It was reported that the patient complained of shock like feeling which started in her mid-thoracic area and radiated down towards her right leg. The shock feeling persisted even when the stimulation was turned off. The patient also mentioned not being able to feel stimulation in her right foot. A full diagnostic on lead impedance showed low impedance. Attempts to reprogram the system were unsuccessful as the patient felt more discomfort post-reprogramming. The patient was next treated with an epidural therapy on (B)(6) 2011 to see if that would calm down the nerves which resulted in the shock feeling to be switched to the left side of the body. The physician decided to replaced the implanted leads with new leads. The revision was successful. The patient reported good coverage and comfortable stimulation postoperative. No further patient complications were reported.

Manufacturer narrative:
Results: two complete leads were returned. A visual inspection of the returned leads found one lead with a break in the lead body and compression marks were visible on both leads bodies. No internal wires damage was noted during the visual inspection. Electrical analysis of the leads measured in specification. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.